Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the cardioplegia pump of the sorin s3 console did not properly sense that the lid was closed. The system alarmed and displayed a communication error when the cover was engaged. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and reset the system settings. The settings were input back into the system and the service representative tested the unit and all functions were found to be working properly. The unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the cardioplegia pump of the sorin s3 console did not properly sense that the lid was closed. The system alarmed and displayed a communication error when the cover was engaged. There was no report of patient injury.